Manufacturer narrative:
UDI- (B)(4). A tibial articular surface provisional was returned and evaluated. Visual inspection of the returned tasps found signs of repeated use and a fracture encircling the post feature. The post feature fragment was returned. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. A definitive root cause could not be determined. The risk assessment for this product is found in the risk table for the provisional fracturing during normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional fractured during trialing. No adverse events have been reported as a result of the malfunction.